Event description:
It was reported to philips that the device showed an x when powered on. The remote service engineer (rse) evaluated with the assistance of the customer and found that there was no problem in an operation check. The reported problem was unable to be reproduced. The rse guided the user through the correct procedure. No replacement parts required. The device successfully passed all required testing. The device remains at the customer site. No further actions were taken and none are warranted.

Event description:
It was reported to philips that the device showed an x when powered on. There was no patient involvement.